Event description:
Philips received a complaint on the efficia dfm100 defibrillator indicating that the battery is not working. The site biomed worked with the rse. It was found it was a battery issue. The biomed to order and install a new battery. No further action is necessary. The device will be operational once biomed replaces the battery. The investigation concludes that no further action is required at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.